Manufacturer narrative:
A root cause could not be determined. The data provided for investigation showed an atypical drift after the measurement which may have led to the lower results. In addition, there are indications for a small air bubble in the sample that may have additionally decreased the result. Retention samples were tested using the sensor lot and the samples were measured within specification.

Manufacturer narrative:
Additional information has been provided. No discrepant results were reported outside the laboratory. There were no adverse events.

Event description:
The customer alleged they received questionable pco2 results on their b 123 blood gas analyzer. Please refer to the attachment to the medwatch for details. It is unknown if any results were reported outside the laboratory. It is unknown if any patients were adversely affected by this event. Additional information has been requested. The sensor cartridge lot number was 21522383 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).